Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) needs either a power management board or a power slot interface board. They noticed the batteries were charged, but they didn't seem like they were charged. There was no patient involvement.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) needs either a power management board or a power slot interface board.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings investigation conclusion), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) had power slot interface board faulty. A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing assy, unshielded pwr slot bd interface. Fse the tested functionality and safety of the device and returned the iabp to the customer for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department could not verify the failure of powe-slot interface board. Power slot interface board passed testing. Retaining power slot interface board in the fat dept. As per procedure 0002-07-d008 rev ap. This part is a non-rohs complaint part, and this is an issue with our current supplier (escatec/spartronics) as they cannot process the boards with the current equipment because it will cause cross contamination due to lead. Unable to send this back to supplier for further analysis. The fat dept. Received old board but in global part return form mention new part.